Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Touchscreen was verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.